Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) found a broken pinch valve 5 tube. The leakage contained a small amount of blood which spilled onto the counter the unit was on. The fse stated the blood leak was very dilute and there did not seem to be any exposure to personnel. The pv5 tube was replaced. Upon completion of the necessary and verified repairs the instrument was returned back into operation. The cause of this event was a broken pinch valve tube. (B)(4).

Event description:
The customer reported that a leak of approximately twenty milliliters in volume occurred from a coulter lh 780 hematology analyzer. The leaked liquid appeared to be diluent. The leak was not contained within the instrument and spilled onto the countertop and floor. The leak did not spill on any critical components. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.